Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter stated that the patient was not feeling well. The patient¿s cgm was alerting him to an unspecified low value. The patient¿s wife reported changing the patient¿s sensor 2-3 times, however, each sensor continued to show unspecified low readings. At some point, the reporter tested the patient¿s bg meter reading which was over 600 mg/dl. The patient was also wearing an omnipod insulin pump. The patient and his wife decided to go to the hospital, however, when the patient tried to get up, he collapsed. The reporter attempted CPR on the patient but the patient ultimately passed away. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.